Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 17007740, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.

Manufacturer narrative:
Investigation results: the ipg and leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer functioning as intended. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility.